Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 42826.

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented postop with a "free floating" stent. The surgeon was offered a medical expert consultation but did not respond. Additional information has been requested.

Manufacturer narrative:
Additional information: d4 (lot#, exp. Date, serial#, UDI#), g2, g3, h4. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).